Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed and the patient was converted to 15 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1218702) indicated that the device lot met all established performance criteria prior to shipment.